Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) in association with the transvenous left ventricular (lv) pace lead exhibited 2000 ohms pace impedance measurement. A chest x-ray had not yet been done to determine if the lead had moved. Thresholds were also noted to have gone up. Trend data for the lv pacing lead impedance was also noted as missing. The technical services consultant discussed with the health care provider that there are different lead configurations and impedances, and also that the lv pacing lead impedance may be turned off, which would explain why there was no trend data for lv pacing lead impedance. The caller planned to check the patient following the call. The local area sales representative was contacted for more information regarding the outcome of the chest x-ray but no information has been provided to date. There were no reported adverse patient effects associated with these clinical observations.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively implanted and have not been returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. As new information becomes available, this report will be further evaluated. Most recently, it was noted that there had been fine ventricular fibrillation that could not be corrected. The physician expressed concern. The device was removed from service for reason of normal battery depletion. The technical services consultant stated that the device had operated normally in response to the patient's condition. There were no adverse patient symptoms reported in association with this clinical observation, beyond the surgical intervention.